Event description:
It was reported that a malfunction occurred with the pump. The customer's blood glucose level exceeded 500 mg/dl, displaying "high," but a specific value was unknown. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). Technical support provided assistance for resetting the pump and instructed the caller to monitor for any recurring issues. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while contacting support if the issue resurfaces.